Manufacturer narrative:
Investigation summary: five photos were received by our quality team for evaluation. From the photos, needle pierced through catheter near the catheter tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and automatically rejected by the inline vision inspection system due to not meeting the lie distance requirement. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents.

Event description:
It was reported that insyte vialon-e 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: the customer reported about impurities (fm) found on the needle point.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte vialon-e 24ga x 0.75in had foreign matter. The following information was provided by the initial reporter: the customer reported about impurities (fm) found on the needle point.